Event description:
Revision surgery to remove disc replacement device.

Manufacturer narrative:
(B)(4). Surgeon indicated that the patient requested to have one of the devices removed. No other information was provided.